Manufacturer narrative:
The investigation is still on-going. The results will be provided within a follow-up report.

Event description:
It was reported that during a case, automatic ventilation stopped working and the machine alarmed for 'vent fail'. The user reportedly rebooted the machine and automatic ventilation function was restored. No patient injury reported.

Manufacturer narrative:
The log file indicates that the device shut down automatic ventilation due to self-monitoring function having detected a wrong motor position. Reportedly, the error condition could be removed by power-cycling the device. A sporadically occuring deviation with the measured motor position can have several different root causes; a reliable conclusion is not possible in the particular case. The presence of dirt on the encoder wheel would be a likely explanation as this can disturb the optical signal detection. The dispatched technician has replaced the cabling of the light barrier and the encoder and a pcb as a precaution. The device was tested afterwards and found fully compliant to specifications. Draeger finally concludes that the device responded as specified to this error condition - shutting down automatic ventilation to prevent from damages to the system and alerting the user by means of a corresponding optical and acoustical alarm message. Manual ventilation and monitoring functionality are still available. The user could finish the procedure; no patient consequences have occurred.

Event description:
Please refer to initial MFR, report # 9611500-2016-00002.